Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but not used. The lead helix screw would not extend under fluoroscopy during implant procedure. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.